Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system device was used during a hysteroscopy + symphion + placement of pubo-vaginal sling procedure performed on (B)(6) 2021. During the procedure, the shaft bent when attempting to place the mesh carrier. The mesh carrier did not seat in the patient and was removed. The procedure was completed with another solyx mesh device. There were no patient complications as a result of this event. The condition of the patient after the procedure was good.